Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation as a cassette only. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing and no issues or leaks were observed. The report of leak was not duplicated; however, due to receiving a partial sample only, the sample analysis was unable to confirm nor refute the leak from the patient line tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set leaked due to a hole in the patient line. This caused the pd cycler to get "all wet". This was observed while priming the device for peritoneal dialysis (pd) therapy. The home patient (hp) was not connected at the time of the event. As a result, the hp turned off the cycler and removed all the supplies. Renal therapy services (rts) advised the hp to avoid using the cycler for now until it gets completely dry. Rts advised the hp to use continuous ambulatory peritoneal dialysis (capd). There was no report of patient injury or medical intervention associated with this event. No additional information is available.